Event description:
The distractor broke. When attaching the rod for alignment, the surgeon wanted to correct the alignment and moved the 20mm distractor body and it broke. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The present distractor was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. According to the complaint description we assume that a mechanical overload during use caused this breakage. In this relation we would like to point out following note from our technical guide: the alignment rods should not be used as leverage for bending the footplates as this may cause damage to the distractor bodies. No product fault could be detected.